Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber was broken in two pieces. Microscopic inspection of the tip indicated it was degraded. There was no light exiting the connector face and no aim beam exiting the fiber tip. The connector had burn marks, confirming the reported complaint. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed.

Event description:
It was reported that during preparation for a flexible ureteroscopic lithotripsy procedure the multiplexed fiber was used significantly less than 10 times during normal use, and black spots appeared at the fiber tip. The procedure was completed with another of same device. The patient condition following procedure was stable. After that, the fiber was returned for evaluation and the analysis determined that the fiber was broken into two pieces and there is an internal connector fracture.